Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the cause of death was respiratory failure, cardiac arrest, ventricular fibrillation and acute myocardial infarction. The manner of death was natural causes.

Manufacturer narrative:
The three connector legs of a partial lead, each measuring approximately 6.5cm, were returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.